Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), benchmark bmx96 access system (benchmark max), a non-penumbra catheter and a non-penumbra guidewire. During the procedure, while advancing the velocity over a guidewire and through the catheter within the benchmark max, the physician experienced resistance and decided to remove the velocity. Subsequently, after removing the velocity, the physician noticed the distal end of the velocity to be broken. Therefore, the velocity was not used for the remainder of the procedure. The procedure was completed using a new velocity with the same benchmark max, catheter, and guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on 04-jan-2022 the device was received. Based on this information, corrections were made to: 4. Section h. Box 6: method code 1 and method code 2, and method code 3. 5. Section h. Box 6: results code 1. 6. Section h. Box 6: conclusions code 1. Evaluation of the returned velocity revealed a kink on its proximal shaft. This damage is likely the reported fracture on the distal shaft. If the device is forcefully advanced against resistance during use, damage such as this may occur. No other damage was observed on the velocity. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.